Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This pt is a participant in a clinical study. It was reported after a permanent ipg implant procedure, the pt (B)(6) met with the sjm representative to have the device turned on. However, upon interrogation of the device, it was determined that there was a connection issue. As a result, the pt underwent surgical intervention on (B)(6) 2014 to check the connection. During the procedure, it was found that the lead was not fully inserted into the ipg header. The lead was then inserted into the ipg header. The lead was then inserted into the ipg header, which resolved the reported issue.